Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pectoral stimulation following a routine device check. It was noted that the implantable pulse generator (ipg) was left in emergency mode. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.